Event description:
At the end of cataract procedure, md used a syringe and cannula to hydrate the superior lip of the wound and the cannula dislodged spontaneously and struck the patient's iris. The patient jerked his head with pain and stated he saw red. There was some blood at the iris margin, and the intraocular lens was de-centered slightly nasally with some vitreous at the wound. Follow-up reveals that the cannula is a single use disposable item. The surgeon had just purged the syringe/cannula to dislodge any clogs and clear the system of air, so it is not believed that pressure due to a clog, or an air pocket is a factor in this occurrence.